Event description:
It was reported that the inner implant's threading was damaged and the implant at tooth site 46 was damaged, implant was removed. Patient will return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided.